Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt noticed moisture in the cassette compartment when he opened the door following treatment. Patient states no ill effects noticed. There is a sample available for eval.

Manufacturer narrative:
The device was returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.